Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. The customer experienced symptoms such as feeling sick. The customer was treated with manual injection for high blood glucose levels. The customer declined troubleshooting for high blood glucose values. The product will not return for analysis.